Manufacturer narrative:
Tech found both power cords were cut with wires exposed (unsafe) bed put in storage for repair. Replaced both power cords to resolve this problem.

Event description:
Account complaint that power cords are damaged. No injury reported.